Event description:
It was reported in a (B)(4) that the patient presented with degenerative disc disease, lower back pain, and pain was shooting down her legs from l4 and l5. On an unspecified date, the patient underwent a fusion of l4 and l5 with rhbmp-2/acs. The patient returned to work three months post-op. The patient reported that the pain was gone, but there was ¿still some weakness in my leg and I could feel a shooting pain a few times a day.¿ patient also reported that her mobility was affected. At the 1-year follow up, the patient reported having pain. X-rays were taken, and the surgeon reportedly reviewed the x-ray and did not note any issues. In (B)(6) 2013, the patient had a cat scan and an MRI. The patient went to a pain management doctor and received injections. The pain management doctor reviewed the CT and MRI reports and told the patient that she had not fused. Per the patient, the results indicate further damage to lower levels. The patient¿s physician reportedly stated that she needed revision surgery.

Manufacturer narrative:
(B)(4) - pseudoarthrosis. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.